Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported leak and inflation issue are related to a potential product quality issue. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged resulting in the reported leak and subsequently the inflation issue; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the anterior tibial artery (ata) with moderate calcification and moderate tortuosity. A command es guide wire crossed the lesion and then the 2.5x120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion. Upon inflation to nominal pressure, the balloon did not expand to its complete profile and a leak was noted at the hub. A 2.5x200 mm armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.